Event description:
It was reported, the patient presented in clinic due to shocks. Upon interrogation, noise resulting in oversensing was observed on the right ventricular (rv) lead. Technical support was contacted and recommended diagnostic imaging and provocative testing. Diagnostic imaging was performed and no anomalies were noted. Provocative testing was also performed and no anomalies were noted. A lead fracture or external noise was suspected as the cause of the noise resulting in shocks. Reprogramming of the tachy therapy was performed and a lead revision is anticipated. No further intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating the lead was capped and replaced to resolve the event. The patient was stable.